Event description:
The customer reported that lr (lactated ringers) intended to run at 125ml/h emptied in less than 6 hours. No patient harm occurred and no medical intervention was required.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of a patient receiving a greater amount of medication than intended during infusion could not be confirmed. Physical inspection of the device noted a faulty door latch torsion spring. A hair line crack noted on bezel lower hinge shroud. There was a small impact dent on the bottom right rear corner of the rear case. The latch assembly contained fluid ingress, obstructing the moving parts on the latch. Dried fluid ingress was observed. Corrosion was noted on male iui on pins 2 and 14. No other issues or anomalies were observed. Review of the pcu event logs shows on (B)(6) 2015 at 4:28 pm the pump module was programmed to infuse maintenance ivf at a rate of 125 ml/hr and a vtbi of 1000 ml. The primary infusion continued until (B)(6) 2015 at 12:41 am when an ail alarm occurred. The pump module did not demonstrate any programming errors related to an over infusion on the date of the incident, and no obvious sign of an over infusion was exhibited. Rate accuracy testing confirmed the device to be within specification. The root cause was not determined.